Event description:
According to the reporter, intra-operatively of a laparoscopic lateral suspension according to dubuission, after removing the suture from the packaging to fix a mesh to the uterus, it was noticeable that the thread did not behave as usual. There was no damage, but the thread was kinked and not rolled up as usual. When the suture was used, it was gripped at the end to make a knot, but the thread was already unraveling at the points where it was gripped. The suture was also very difficult to handle. The thread had poor mobility. A second pack showed the same kinking or curling when it was opened. The test with a thread from another batch showed clear differences. A new suture from a different batch was used to resolve the issue. The surgical time was extended for less than 30 minutes.

Manufacturer narrative:
This complaint has been reassessed and found not to be a reportable event. It was concluded that the event did not lead to a serious injury or have potential for serious injury with reoccurrence. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: 88863015-61, 88863015-61 ticron* 0 blu 120cm v20x36 (lot#d3d1999y) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively of a laparoscopic lateral suspension according to dubuission, after removing the device from the packaging, to fix a mesh to the uterus, it was noticeable that the thread did not behave as usual. There was no damage, but the thread was kinked and not rolled up as usual. The suture was used. When the thread was used, it was already unraveling at the points where it was gripped which was not at the needle head, but at the end to make a knot. The suture was also very difficult to handle. The thread had poor mobility. A second pack showed the same kinking or curling when it was opened. The test with a thread from another batch showed clear differences. A new suture from a different batch was used to resolve the issue. The surgical time was extended for less than 30 minutes.